Event description:
The customer called for help with her breeze meter. While troubleshooting, she performed control tests and received a result of 61 mg/dl. A normal control range was not provided, but should be around 115-165 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.